Manufacturer narrative:
(B)(4). The returned advanix rx biliary preload stent was analyzed, and a visual evaluation noted that the pullwire was partially extended, the push catheter was severely kink at the distal section, the push catheter suture hole and the stent suture hole was torn and the distal section of guide catheter was detached and the stent barb was deformed. Due to the condition of the device functional test couldn't be performed. No other issues with the device were noted. The reported event was confirmed. Based on the product conclusion, it is most likely that procedural and anatomical factors encountered during the procedure could have affected the overall performance of the device and its integrity since according to the event description there was a stenosis condition in the patient. Many attempts to release the stent impact the guide catheter and lead to a severe kink. Due to this it became detached from the pull wire. Also the suture holes were torn and the stent was deformed. All these damages affecting the overall performance of the device. Therefore, adverse event related to patient condition is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the biliary tract, performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, when the physician attempted to deploy the stent, it was noticed that the guide catheter broke. The broken guide catheter was pulled out in one piece. No fragment was left inside the patient. Another advanix rx biliary stent was opened and the procedure was completed successfully. There were no patient complications reported as a result of this event.